Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, serial/lot #:(B)(6). The system was serviced in the field by a medtronic representative (rep). All testing passed. The rep was unable to duplicate the issue. The rep checked system logs and found a watch gantry message after the system was booted up once. The rep re-loaded the pendant firmware, re-homed the system and ran a system checkout. The system was ready to use. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that 2d images were taken as expected. The site then switched to 3d and right before taking the spin, the pendant went back to 2d and the mobile viewing station (mvs) screen turned white. The system was unable to take a 3d spin. It "looked like the brightness went up to 100 without anyone touching the keyboard". The system was rebooted and the issue resolved. This issue caused a less than 1 hour surgical delay. There was no reported impact on patient outcome.